Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has vent inop, motor fault, low ve (minute ventilation), low pip (peak inspiratory pressure) and transducer fault. There was no patient involvement reported in this event.